Manufacturer narrative:
Date of event: exact date unknown, event occurred two years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more frequently and was experiencing undesired sensations despite reprogramming. Database analysis revealed no device anomalies. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.